Event description:
Complainant reports an air leak from the retention cuff was found during use. The complainant adds the retention cuff was not checked before use, the pt was re-intubated and suffered no harm from the re-intubation.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.